Event description:
Tibial trial bearing chipped and a piece broke off. This device is used for measurement only and then removed. Another bearing was used without incident. No patient harm. This facility is not aware of similar events with this device.what was the original intended procedure?total knee replacement.device #1is this a laboratory device or laboratory test?no.